Manufacturer narrative:
Previously, it was reported that the jack was stuck raised. However, this was reported in error. Upon completion of the manufacturer's investigation it was determined that the fowler was stuck raised and could not be lowered. There was no alleged malfunction of the hydraulic jack.

Event description:
It was reported via repair work order that the head end jack could not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end jack could not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.